Event description:
It was reported that during a hysterectomy and pelvic adhesions decomposition procedure the inner core of the two cutting pieces fell off into the patient's abdominal cavity when trying to cut off part of the cervix. After removing there was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a hysterectomy and pelvic adhesions decomposition procedure the inner core of the two cutting pieces fell off into the patient's abdominal cavity when trying to cut off part of the cervix. After removing there was no harm to the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed that the pin that connects the hinges is not present at the distal end and was not returned. Probable root cause could be excessive user force. The blade no longer has a straight edge and surface scratches are present; this can possibly lead to difficulties during cutting. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.